Event description:
It was reported that a user experienced a blockage. The dressing was saturated and there was exudate under port. A bigger dressing, 15 x 30, was suggested.

Manufacturer narrative:
(B)(4).